Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead returned was destroyed and in two segments. Terminal segment measured approx. 156mm, tip segment measured approx. 676mm some segments of the lead may not have been received. The setscrew marks and competitor connection marks were noted on the terminals. Extraction damage was noted at multiple places and stretched deformed conductor coils were also noted. Deformed shock coils, cuts and tears were noted in the insulation. There were puncture holes from some type of grabbing tool noted in several locations. Blood/body fluid was noted in the lumens and in the helix housing and the helix was extended and deformed. Residual calcification along with tissue was noted on the helix. Due to the amount of residual calcification on the helix and distal coil - impedance issues may have been noted. No fractures were noted outside of the destroyed distal hv cable, grabbed with a tool in multiple places and pulled apart. Testing was completed to assess lead electrical performance. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced due to impedance abnormalities, noise, and low sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced due to impedance abnormalities, noise, and low sensing. No additional adverse patient effects were reported.